Manufacturer narrative:
The reported event that silicone ii mcp implant size 40 (sterile packed) was alleged of 'implant breakage after surgery' could be confirmed. Based on investigation, the root cause was attributed to be patient related. Post-operative breakage of a silicone mcp implant is an anticipated adverse event. In addition, this device was successfully implanted for 2 years. A review of the device history for the reported lot did not indicate any abnormalities. No corrective actions are required at this time. A review of the labeling did not indicate any abnormalities. No indications of material, manufacturing or design related problems were found during the investigation. If any further information is provided, the investigation report will be updated

Event description:
Abolition of the joint space and the mcp ii silicone implant broke. Patient will go under revision surgery.

Manufacturer narrative:
Device will not be returned. If additional information becomes available it will be provided on a supplemental report. Device disposition is unknown.

Event description:
Abolition of the joint space and the mcp ii silicone implant broke. Patient will go under revision surgery.